Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient that was in the hospital had received several inappropriate shocks. The atrial lead was programmed out completely due to a previous dislodgement. It was discussed that the device would be reprogrammed. The patient was discharged and will be followed up in clinic at a different hospital.